Event description:
It was reported that an aortic dissection and hematoma occurred. A patient presented for a transcatheter aortic valve replacement (tavr) procedure at (B)(6) hospital on (B)(6) 2019 and had a lotus edge 23mm valve implanted. During repositioning attempts the lotus edge valve was pulled inadvertently towards the ascending aorta, losing contact with the aortic annulus. The lotus edge was fully resheathed in accordance with the directions for use and the delivery system re-advanced across the aortic annulus and the valve was deployed. The patient was admitted to (B)(6) on (B)(6) 2019 and it was discovered from a computed tomography (CT) scan that they had an iatrogenic type a aortic dissection in the aortic root, ascending aorta, aortic arch and descending aorta as well as an intramural hematoma of the aortic arch. The patient underwent a surgical operation on (B)(6) 2019 to resolve the dissection. The surgery involved the use of a frozen elephant trunk (fet) implant; the operation was successful. The lotus edge valve was not removed and was working properly. The treating surgeons opinion was that the initial aortic trauma was possibly caused by the lotus edge device during the tavi implantation. The patient was still hospitalized and intubated in a stable condition with improving progress, heart and renal status were well and neurological status was still not able to be fully assessed but showed signs of good progress. It was further reported on (B)(6) 2019 that the patient appeared to have an aortic dilation in echocardiogram performed during follow-up examination. This observation indicated that there may be a possible dissection, and so it was further decided to have the patient undergo a CT scan to visualize the aorta in better detail. The CT scan revealed the extent of the dissection, and thus the surgical treatment previously discussed was provided to the patient. The patient was still hospitalized and expected to be discharged from intensive care unit (ICU) soon.

Manufacturer narrative:
A review of the implant procedural media was performed by a bsc quality engineer. The first 20 series show a percutaneous coronary intervention (pci) with a stent placed in the left anterior descending (lad) coronary artery. The remaining series pertain to a transcatheter aortic valve implantation (tavi) with a lotus edge valve. The valve was fully resheathed after the first unsheathing attempt. The valve is then unsheathed and locked however it is noted that the valve has a cork shape. The valve pops out of the annulus during a tug test and is fully resheathed. Following the second full resheath the valve is unsheathed, locked and released following a tug test. The final contrast assessment in series 89 indicates a good result with no aortic insufficiency evident. The cause of the complaint event cannot be confirmed from the available media.

Manufacturer narrative:
A review of the implant procedural media was performed by a bsc quality engineer. The first 20 series show a percutaneous coronary intervention (pci) with a stent placed in the left anterior descending (lad) coronary artery. The remaining series pertain to a transcatheter aortic valve implantation (tavi) with a lotus edge valve. The valve was fully resheathed after the first unsheathing attempt. The valve is then unsheathed and locked however it is noted that the valve has a cork shape. The valve pops out of the annulus during a tug test and is fully resheathed. Following the second full resheath the valve is unsheathed, locked and released following a tug test. The final contrast assessment in series 89 indicates a good result with no aortic insufficiency evident. The cause of the complaint event cannot be confirmed from the available media.

Event description:
It was reported that an aortic dissection and hematoma occurred. A patient presented for a transcatheter aortic valve replacement (tavr) procedure at (B)(6) on (B)(6) 2019 and had a lotus edge 23mm valve implanted. During repositioning attempts the lotus edge valve was pulled inadvertently towards the ascending aorta, losing contact with the aortic annulus. The lotus edge was fully resheathed in accordance with the directions for use and the delivery system re-advanced across the aortic annulus and the valve was deployed. The patient was admitted to (B)(6) on (B)(6) 2019 and it was discovered from a computed tomography (CT) scan that they had an iatrogenic type a aortic dissection in the aortic root, ascending aorta, aortic arch and descending aorta as well as an intramural hematoma of the aortic arch. The patient underwent a surgical operation on (B)(6) 2019 to resolve the dissection. The surgery involved the use of a frozen elephant trunk (fet) implant; the operation was successful. The lotus edge valve was not removed and was working properly. The treating surgeons opinion was that the initial aortic trauma was possibly caused by the lotus edge device during the transcatheter aortic valve implantation (tavi). The patient was hospitalized and intubated in a stable condition with improving progress. Heart and renal status were well and neurological status was still unable to be fully assessed but showed signs of good progress. It was further reported that on (B)(6) 2019 that the patient appeared to have an aortic dilation in echocardiogram performed during follow-up examination. This observation indicated that there may be a possible dissection, and so it was further decided to have the patient undergo a CT scan to visualize the aorta in better detail. The CT scan revealed the extent of the dissection, and thus the surgical treatment previously discussed was provided to the patient. The patient was still hospitalized and expected to be discharged from intensive care unit (ICU) soon. It was further reported that: the patient died on (B)(6) 2019.

Event description:
It was reported that an aortic dissection and hematoma occurred. A patient presented for a transcatheter aortic valve replacement (tavr) procedure at (B)(6) hospital on (B)(6) 2019 and had a lotus edge 23mm valve implanted. During repositioning attempts, the lotus edge valve was pulled inadvertently towards the ascending aorta, losing contact with the aortic annulus. The lotus edge was fully resheathed in accordance with the directions for use and the delivery system re-advanced across the aortic annulus and the valve was deployed. The patient was admitted to (B)(6) medical center on (B)(6) 2019 and it was discovered from a computed tomography (CT) scan that they had an iatrogenic type a aortic dissection in the aortic root, ascending aorta, aortic arch and descending aorta as well as an intramural hematoma of the aortic arch. The patient underwent a surgical operation on (B)(6) 2019 to resolve the dissection. The surgery involved the use of a frozen elephant trunk (fet) implant; the operation was successful. The lotus edge valve was not removed and was working properly. The treating surgeons opinion was that the initial aortic trauma was possibly caused by the lotus edge device during the tavi implantation. The patient was still hospitalized and intubated in a stable condition with improving progress, heart and renal status were well and neurological status was still not able to be fully assessed but showed signs of good progress.